Manufacturer narrative:
Other relevant device(s) are: product ID: 748351, serial/lot #: (B)(4), ubd: 18-sep-2018, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient picked at a scab at the area of the lead to extension connection and it opened a wound that exposed the system externally. The system was explanted for infection control. No environmental, external, or patient factors were known to have led or contributed to this event. The patient planned to be re-implanted in the future. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.